Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No a21 alarm noted. The insulin pump was received with minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she dropped her insulin pump at approximately two o'clock in the morning and the device no longer worked. The patient's blood glucose at the time of incident is unknown. The customer did not have the device hooked properly to her pajamas and her belt clip broke. The top of the insulin pump where the battery and reservoir are inserted was damaged. The device alarmed unexpected restart error. Troubleshooting was declined for the unexpected restart error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.